Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient controller displayed a ¿screen 59: settings not available¿ message. The patient also reported that they stopped feeling stimulation in their spine on (B)(6) 2017. The patient noted that the ins battery was fully charged, and the controller batteries were also full. The patient reduced the intensity down to zero and then increased it, but it did not resolve the issue. The patient removed and replaced the batteries in the controller and the issue was still not resolved. No further complications are anticipated.